Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 23-aug-2025, the user reported a cartridge plunger stuck on the piston in the pump. The agent instructed the user to place the plunger-less cartridge back into the pump, fill tubing, connect the adapter, and then remove the cartridge. After this process, the cartridge had the plunger reattached, allowing the user to complete their supply change independently. Blood glucose (bg) was not affected. No symptoms were reported during the event and no prolonged out-of-range period, outside assistance, or medical intervention was required or reported at the time of call.